Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 3. The technical service representative (tsr) explained the air detected alarm to the hp. There were no visible signs of leaks. The tsr had the home patient (hp) cycle the power and a system error 2367 occurred. The tsr told the hp to speak to the registered nurse (rn) about this alarm. The hp would call the rn in the morning. Therapy was ended. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, a patient extension line was not used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. The proper procedure was reviewed with the hp. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated, they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they did not have any form of samples and did not know the lot number of the supplies. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.